Manufacturer narrative:
Additional information: d9, g3, h3, h6. Investigation summary: one ar-1923ps pushlock®, batch 15352331, was received for investigation. Visual inspection: the anchor and eyelet were missing and were not returned for evaluation. Functional testing: functional testing could not be performed due to the condition of the device. Root cause analysis: the most likely cause of the reported failure is attributed to misaligned insertion and prying or leveraging the device during use. Complaint status: the complaint allegation could not be confirmed as the components were not returned.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 3rd sep 2025, it was reported by an arthrex's employee via an email that for 1 unit of ar-1923ps, suture anchor, peek pushlock® 2.9 x 15.5 mm, its anchor deformed during insertion. This was detected during an open reduction and internal fixation of patellar fracture surgery on (B)(6) 2025. The procedure was completed successfully by using another new ar-1923ps. There were no patient harm and no secondary procedure needed.